Event description:
Allegedly the patient was revised due to modular neck fracture. Images were sent to us by the stryker rep that was at the case. Dr. (B)(6) removed the stem, neck sleeve and head, while leaving the shell, liner and screws.